Manufacturer narrative:
(B)(4).

Event description:
The circulatory support system (css) console was not in use by a patient. The customer reported that while preforming a css console check out, the alarm panel battery check failed. The css console was returned to syncardia for evaluation. The customer experience relating to the inability of the css console to pass the backup battery test of the console checkout procedure was reproduced at syncardia. The css console failed the battery test. While depressing the battery test button on the alarm panel for 10 seconds, the indicator light flashed from green to red after four seconds. The root cause was that the css console batteries could no longer hold a charge. This failure mode poses a low risk to a patient because the css console was not in patient use at the time of the customer-reported issue, and it did not prevent the css console from performing its life-sustaining functions. Css console batteries are consumable items and were replaced. The css console was serviced and passed all functional and performance testing before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The circulatory support system (css) console was not in use by a patient. The customer reported that while performing a css console check out, the alarm panel battery check failed. This alleged failure mode poses a low risk to a patient, because although it was not in patient use. The css console will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.